Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for non-sustained lead noise. Review of egms revealed intermittent ventricular undersensing. Programming changes were recommended. No further information is available at this time.